Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility